Event description:
Clinical study. Same patient as 2134265-2008-04634. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient returned with in-stent restenosis. The index procedure treated the 85% stenosed 6.0x10mm target lesion located in the ostium right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 0%. One day post procedure, the patient was discharged with a nih stroke value of 0. The patient returned 363 days following the index procedure for a scheduled 12 month carotid duplex ultrasound showing a moderate plaque consistent with a 50-89% stenosis in the right internal carotid artery. On day 369, the patient was seen for the 12 month follow up visit. Per the ultrasound case report form (crf), a less than 50% restenosis was noted for the 12 month follow up visit. The nih stroke scale wa 0.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications at this event is a known physiological effect of the procedure and is noted within the dfu.